Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported events of a backup battery fault alarm and the pump not operating on battery power were both confirmed. A log file was extracted from the returned system controller and was reviewed. The log file contained data spanning 30 days (22sep2019 ¿ 22oct2019 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. One backup battery fault was observed on 15oct2019 at 14:48 ¿ the alarm appeared to have self-resolved and was not associated with an alarm code, appearing transient in nature. Backup battery fault alarms were not observed on 16oct2019. Several backup battery fault alarms occurred throughout (B)(6) 2019 beginning at 7:09. Some alarms were caused by a load test failure, while others appeared transient. No other notable events were observed. The returned system controller (serial number (B)(6) ) was tested and entered run mode upon being connected to power, and the backup battery did not operate the pump when external power was disconnected. The returned backup battery was individually tested, and was found to operate as intended. Further investigation revealed that the system controller had a wide crimp on its backup battery ribbon cable connector. Pin 9, which connects to the control circuitry of the backup battery, was observed to be wider than the other sockets. The returned battery and a test battery were tested further within the returned system controller, and the ribbon cable was lightly manipulated, which reproduced backup battery fault alarms when the driveline was connected. When external power was disconnected, the pump intermittently stopped and started to operate on backup battery power with either battery due to the observed crimp issue. This intermittent connection was also the reason the controller entered run mode upon initial testing. The root cause of the reported events was an enlarged crimp within the controller¿s ribbon cable, causing the controller to have an intermittent connection to the backup battery. However, the root cause of the damage to the crimp connection was unable to be conclusively determined. The heartmate ii patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve any alarms that sound from their system controller, including alarms associated with backup battery faults. The heartmate ii patient handbook section 8 ¿handling emergencies¿ instructs users on how to handle emergencies, including situations where the pump has stopped. If the outlined troubleshooting steps do not resolve the issue, contact emergency services immediately. The heartmate ii patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controller, and to replace any devices that appear damaged or worn. The heartmate ii patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records of the system controller (serial number (B)(6)) were reviewed, and the controller was observed to have been manufactured in accordance with mfg and qa specifications. The system controller was shipped to the customer on 13jul2017. The device history records for the 11-volt battery (serial number (B)(6)) were observed, and the battery passed all initial manufacturing tests and inspections. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had his 11 volt batteries changed in clinic on (B)(6) 2019. Patient and spouse stated that they had an alarm which they believed was a wrench that proceeded into the pump completely stopping. The patient conducted a self-test at home on his mobile power unit. The patient passed out and the spouse changed the controller immediately. The new controller started up fine and the patient came to. Log file analysis showed that the driveline disconnected at 07:13 am through 07:15 am. The controller was changed out shortly after that. Old controller was tested on the mock loop in clinic. The external backup battery was reseated and a self-test was performed without issues. Upon disconnect, the controller went black instead of to sleep. Controller was reconnected to the mock loop. Another self-test was performed and a wrench alarm occurred to replace the external backup battery. The patient has not had any adverse effects of the pump stopping for 3 minutes during the exchange. Patient is stable outpatient.